Event description:
The report stated that in a colon laparoscopy during the lateral dissection of the sigma-rectum the male patient suffered ureter injury. This caused urinoma and uretal fistula. The patient was re-operated on to remove a lesion which formed after 5-6 days.

Manufacturer narrative:
See the attached memorandum for additional information on the thermal spread of the ligasure atlas device. The incident ligasure handpiece has been discarded and is not available for evaluation. The forcetriad in use was evaluated and found to function within specification. Additional information has been requested from the site. If information pertinent to the incident is received, a follow-up report will be sent.